Event description:
It was reported the lancet punctured the catheter. The target lesion was located in the peripheral lower leg around the popliteal area. Using an offroad re-entry system, the physician had the device in the subintimal, trying to reenter the vessel. The physician inserted the offroad catheter and as he was advancing the lancet, the lancet got caught, stuck. The lancet was withdrawn, flushed, then advanced again through the catheter. The devices got stuck again and it was noticed the lancet went through the offroad catheter. The physician pulled both the catheter and the lancet out of the patient. The physician attempted to do it manually but ended up aborting the procedure. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the micro catheter device was received partially inserted through the balloon catheter. A visual examination on the micro catheter identified a break had occurred in the hypotube. The break was located at 7.8cm distal to the strain relief. Both sections of the break were partially held together by the pebax outer jacket. The micro catheter was withdrawn from the balloon catheter and further examinations found minor kinking along its length. An examination to the lancet tip found no issues. Using a calibrated snap gauge the outer diameter was measured to be within specification. An examination of the balloon catheter identified a puncture hole through the inner and outer lumen. This damage was located at 63.6cm distal to the strain relief. As there was a break in the micro catheter, a 0.035inch size guidewire was passed through the lumen of the balloon catheter until it came to the site of the puncture hole, where the wire just exited out through the hole. Using a blade the balloon catheter was dissected in order to better inspect the inner. A clear puncture hole was present in the inner. It is most likely that the lancet tip punctured through the inner and outer walls of the balloon catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the lancet punctured the catheter. The target lesion was located in the peripheral lower leg around the popliteal area. Using an offroad re-entry system, the physician had the device in the subintimal, trying to reenter the vessel. The physician inserted the offroad catheter and as he was advancing the lancet, the lancet got caught, stuck. The lancet was withdrawn, flushed, then advanced again through the catheter. The devices got stuck again and it was noticed the lancet went through the offroad catheter. The physician pulled both the catheter and the lancet out of the patient. The physician attempted to do it manually but ended up aborting the procedure. No patient complications were reported and the patient status is fine.